Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead implant. After the rv lead was implanted, a chest x-ray was performed and revealed that the helix of the lead failed to extend. The pocket was reopened, and repositioning was unsuccessful due to the extension problem. The rv lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood and tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event was isolated to the helix being clogged with blood and tissue.